Manufacturer narrative:
The investigation for the product damage and vascular damage has been completed. The product was not returned for investigation. A data log review was not required for this case. As per the given clinical details, the guidewire was break inside the vessel during placement, and a large hematoma was noted at the access site. No picture was provided for the guidewire damage, and the exact location of the fracture was unknown. The doctor took a surgical approach to remove the guidewire and repair the access site. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported complications were encountered during the initial delivery attempt of an impella cp device for mechanical circulatory support. Upon attempting to gain access to the left femoral artery for impella placement, the wire broke inside the vessel. A hematoma formed and surgical intervention was required to repair the artery. One unit of packed red blood cells was transfused before the pump was successfully implanted for support. The pump was successfully weaned and the patient survived the explant.